Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm on/in gel, embedded fm in tube and hemogard shield, scratched tube, defective printing, ink smear and gel air bubbles with the incident lot was observed. Evaluation of the customer samples was performed and fm on/in gel, embedded fm in tube and hemogard shield, scratched tube, defective printing, ink smear and gel air bubbles with the incident lot was observed was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before bd vacutainer® sst¿ blood collection tubes foreign matter in tube; biological and nonbiological and air bubbles in gel. The foreign matter event occurred 234 times. The air bubbles in the gel event occurred 141 times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before bd vacutainer® sst¿ blood collection tubes foreign matter in tube; biological and nonbiological and air bubbles in gel. The foreign matter event occurred 234 times. The air bubbles in the gel event occurred 141 times.